Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had been having a lot of problem charging their ins ever since it was implanted, noting that sometimes they could get it to charge and other times it wouldn¿t charge at all and they would give up. The patient stated that they brought this to the attention of their healthcare provider (hcp) and they reprogrammed their ins so they didn¿t have to charge the ins as often. However, the patient stated that they still had issues getting their ins to charge because they couldn¿t see where the ins was due to it being located in their back, noting that their wife couldn¿t find it either. The patient stated that he best they could do would be get good recharge quality, but stated that this might as well have been poor recharge quality because it took them longer to charge the ins. They mentioned that the ins could charge from 40 to 100 percent in an hour or two if they got excellent recharge quality, but took 5 to 6 hours with good recharge quality and the ins never gets full y charged. The patient also mentioned that they lose excellent recharge quality when they go from a seated position to a lying down position. The patient said they spoke with an hcp again about their recharge difficulties, noting that the hcp talked about moving the ins around to the front of their body so it would be easier for the patient to see it. At the end of the call the patient mentioned that the battery cover for their controller was ¿a design flaw¿ because it had to be lined up perfectly¿ when it slides back on. The patient did not allege that the battery cover was defective, but just that they would prefer a battery cover that snaps on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that in the last 2-3 days the patient could charge to 100% and when they took the charger off and hooked it up to electricity to charge it could go 7-8 hours. When they charge again the battery showed 100%. The consumer reported that the percent was 90% after all night. The patient should be on group a but the controller showed the ins was set to group c when the patient had not changed to c. The patient was able to go back to group a and would see if the percentage went back to normal. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they could only get battery charge up to 70% and it would indicate ¿finished¿ and won¿t progress past 70%. It was reported that the ins was at 70% before bedtime but the following morning while trying to charge the ins, it wouldn¿t show that it is charging. The patient reported that they charge for half an hour with the screen indicating ¿recharging good¿ but the ins battery level remain orange with a triangle next to it. The patient reported that the controller was at 100% to 90%. It was reported that at time the recharge quality switch between good and excellent. It was reported that the controller battery went from 90%-80% but the ins battery level did not move. Pss reviewed that since controller shows recharging screen and recharging good, the patient should continue charging and call patient services back if ins battery level does not progress. The patient called and reported that the ins has not progressed in the two hours they have been charging. The patient reported that the ins was at 70% recharging good, but now the ins was at 60% recharging good. It was reported that the controller was depleting as intended but the ins won¿t progress in charge level. The patient reported that they were having pain issue. The patient reported that they do not think the ins is working because the battery was not depleting as quickly as normal. The patient stated they expected the ins to be almost depleted and it had only depleted about 10% in a 24 hour period. Through patient education it was discovered that stim was turned off. The patient stated that they recently had an MRI and the device was put in to MRI mode and thinks that it wasn't turned back on correctly afterwards. During troubleshooting the patient reported that they are group c-1 and cannot open p1 when they tap on it. It was reported that troubleshooting resolved the issue. The patient reported again that they were having a continuation of the recharging issue. The patient reported that they were able to charge from red (low) to 40% but ins battery level will not progress. The patient reported that the charge quality was good but now shows recharging needs attention, poor recharging quality. The patient reported that they had the stim off for a week following an MRI and did not know. The patient reported that he still feels like the therapy is not working to resolve his pain. The patient reported that they work with the rep and felt a tingle in the legs.